Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. Updated: b4, b5, d10, g3, g7, h1, h2, h3, h10. Visual examination of the returned product identified approximately 1.5 inches was fractured and missing from the threaded end. Wear and tear was seen which the indicated repeated use during a potential field age of approximately 4 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during drilling, the plate reduction instrument broke. The broken part of the instrument was left in the bone. There has not been any further medical intervention reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of photographs provided showed that the device was fractured and had signs of wear and tear. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.